Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical records review: patient with history of pulmonary embolism/deep venous thrombosis underwent placement of a vena cava filter deployed infrarenal. Approximately three months later removal was attempted; however, multiple attempts failed and the procedure was aborted. Approximately 2 years post filter deployment, patient was admitted with chest pain. A cta of the heart showed ¿attenuation within the right ventricle extending into the pericardium and soft tissues. A fluoroscopy showed a 2 cm metallic foreign body corresponding to a detached leg of the filter embedded within the anterior wall of the right ventricle. Snare limb removal was attempted and unsuccessful. A lower partial sternotomy and removal of a limb was successfully performed. Four months later cta showed the tip of the filter above the renal veins of the inferior vena cava and a few legs extending into the left renal vein. Two years five months post filter deployment, the filter was removed. Patient¿s current status is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. A filter was successfully deployed in a patient with history of pe and dvt. Approximately three months post deployment, the filter was seen to have tilted and migrated. Multiple unsuccessful removal attempts were made using snare devices and a balloon. Approximately one year post filter deployment, a cta of the heart showed attenuation within the right ventricle extending into the pericardium and soft tissues. An unsuccessful percutaneous retrieval attempt on the fractured limb in the right ventricle was made using fluoroscopy and a snare. A lower partial sternotomy was then performed successfully to remove the limb from the right ventricle. Approximately two years post filter deployment a new cta showed the tip of the filter above the renal veins by approximately 1.2 cm and a few legs extending into the left renal vein. Approximately two years and four months post deployment, the filter was removed. Therefore, based on the medical records the investigation can be confirmed for the alleged filter migration, removal difficulties, tilting of the filter, and detached limb. However, the alleged perforation is unconfirmed as the filter did not perforate the ivc. Although, it can be confirmed that the fractured limb extended into the pericardium and soft tissues of the right ventricle. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before a bariatric procedure. Some time post filter deployment, the filter allegedly tilted, perforated, migrated and detached. Reportedly, the filter was successfully removed via an open abdominal procedure after two unsuccessful percutaneous removal procedures; the detached limb in the heart was successfully removed via an open chest procedure. The current patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months twenty four days post filter deployment, first attempt was made to retrieve the filter. Multiple devices were used and a serial dilation to 12-french was performed. This was directed down to the level of the t12 vertebral body just above the inferior vena cava filter. However, at this point, there was obvious cephalad migration of the filter with severe tilt and some of the tines appeared to be within the left renal vein. However, at this point, there was obvious cephalad migration of the filter with severe tilt and some of the tines appeared to be within the left renal vein. Anterior and posterior oblique images of the fluoroscope revealed that the tilt was to the right and posterior. Next, multiple attempts were made to snare the filter using both of the amplatz gooseneck snare device as well as the tulip shaped device. These were unsuccessful. Multiple attempts were made to snare the filter apex with both the gooseneck and the tulip shaped snare device. Finally, after two and a half hours of attempts, the procedure was terminated. Approximately one year one month later, patient presented with chest pain and second attempt was made to retrieve the filter. During retrieval process, a tip of the filter broke off and a broken strut was found in the right ventricle. The filter tip was present superior to the renal veins, with part of the filter in one of the renal veins. Approximately three months and nineteen days later, computed tomography revealed the foreign materials stuck out of the right ventricle. With further evaluation, it appeared to be a portion of the caval filter. Subsequently next day, computed tomography revealed linear area of increased attenuation within the right ventricle extended into the pericardium and then into the soft tissues. Approximately four days later, fluoroscopy guided needle place revealed 2 cm in length metallic foreign body corresponded to a fractured leg of inferior vena cava, embedded within the anterior wall of the right ventricle. After 2 days, on (B)(6) 2015, the patient had an attempt for removal of the piece of caval filter percutaneously and was failed. Evaluation showed that the foreign material was perforated through the acute marginal area of the right ventricle and stuck out into the pericardium and was removed. After three months and twenty six days computed tomography revealed superior migration of the inferior vena cava filter with the filter tip now seen above the level of the renal veins by approximately 1.2 cm in the inferior vena cava. A few legs of the filter were seen extended into the left renal vein. Approximately four months and thirteen days later, third attempt was made to retrieve the filter. Legs of the inferior vena cava filter had embolized to the patient¿s heart and lungs. Over a stiff wire, an 18-french sheath was inserted and multiple attempts were made to snare the hook on the top of the filter or to snare the filter or last through the filter or grab the filter with endoscopic grabbing forceps, but were unsuccessful. Eventually, the right common femoral vein was punctured in a retrograde fashion and an 18-french sheath was placed into the cava to snare the filter from both above and below, so as to correct the tilt of the filter and dislodge it from the cava. This was successful and the filter was retracted into the sheath and removed the filter in its entirety. Therefore, the investigation is confirmed for filter tilt, filter migration, retrieval difficulties and filter limb detachment. However, the alleged perforation is unconfirmed as the filter did not perforate the inferior vena cava (ivc). Although, it can be confirmed that the fractured limb extended into the pericardium and soft tissues of the right ventricle. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4(expiry date: 11/2015), d11, g4, h4(manufacturing date: 11/2012), h6(device: 2907, 4001). H11: d1, d4(product catalog no), d4(corporate lot no), d7, h6(patient, device, method, results & conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before a bariatric procedure. Some time post filter deployment, the filter allegedly tilted, perforated, migrated and detached. Reportedly, the filter was successfully removed via an open abdominal procedure after two unsuccessful percutaneous removal procedures; the detached limb in the heart was successfully removed via an open chest procedure. The current patient status was not provided.